Manufacturer narrative:
The customer¿s report that the male tip of the primary tubing set broke off into the patient's IV extension set was confirmed. Visual inspection of the set noted the male luer tip was broken off into the female luer port of the partial non-bd extension set. Examination under magnification observed stress marks at the break site of the male luer tip. No tool marks were observed. Functional testing was not performed due to the broken male luer tip. The root cause of the break is due to an outside force on the male luer as indicated by the observed stress marks at the break site. The root cause of the outside force could not be determined.

Event description:
It was reported that when the nurse attempted to disconnect the primary tubing set from the patient to allow him to ambulate to the bathroom per md order, the male tip of the primary tubing set broke off into the patients IV extension set needleless connector, making the patient's IV unusable. The nurse clamped the IV off to the patient and reported the incident to attending family practitioner on for the day.

Manufacturer narrative:
Concomitant medical products: 8015; 8100. Report source: supvr supply chn mngmt. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that when the nurse attempted to disconnect the primary tubing set from the patient to allow him to ambulate to the bathroom per md order, the male tip of the primary tubing set broke off into the patients IV extension set needleless connector, making the patient's IV unusable. The nurse clamped the IV off to the patient and reported the incident to attending family practitioner on for the day.